Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the evaluator found that the upstream thermistor was out of specification. A review of the event history log revealed multiple events of system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed upstream thermistor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.